Event description:
A customer contacted physio-control to report that the battery of their device would not lock in place and would slide out of its battery compartment. As a result, the device would lose power. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that the button on the battery to release the battery from the device was not functioning properly. After replacing the battery, proper device operation was observed through functional and performance testing. The device device was subsequently returned to the customer for use. A cause of the reported issue was determined to be due to damage to the button on the battery.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the battery of their device would not lock in place and would slide out of its battery compartment. As a result, the device would lose power. There were no reports of patient use associated with the reported event.